Event description:
During deployment of device after procedure. The device failed to deploy appropriately.

Event description:
During deployment of device after procedure. The device failed to deploy appropriately.